Event description:
The customer reported that the device has error charge shock failure and a red x alert for shock equipment malfunction. There was no info provided regarding pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.